Manufacturer narrative:
The anesthesia system was investigated on-site and the reflector pressure transducer pcb was found faulty. It was replaced and returned for investigation. The investigation of the returned reflector pressure transducer pcb revealed no visual deviations or damages. Several system checkouts were performed that passed. However, evaluation of the test result showed that the measured zero pressure offset had a slight drift but within the defined intervals (±300 mv from factory default). Normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 volt. This indicate that the pressure sensor on the returned pressure transducer pcb is unstable. Evaluation of the received device logs confirmed the reported system check out failure. The pressure transducer test failed due to the zero pressure offset being outside defined intervals for the reflector pressure transducer pcb. Measured zero pressure offset was around 1.2 v. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the pressure sensor on the reflector pressure transducer pcb was the cause of the reported failure.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia machine failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).